Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ visibility/palpability: unable to observe. ¿ seroma-late: unable to observe. ¿ edema: unable to observe. Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture, 'swelling and a change in the shape', 'fluid collection measuring 5 mm in diameter at the widest point between the prosthesis contour and the glandular tissue', and 'fibrocystic breast pattern'. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture, 'swelling and a change in the shape', 'fluid collection measuring 5 mm in diameter at the widest point between the prosthesis contour and the glandular tissue', and 'fibrocystic breast pattern'. The device has been explanted and replaced with non-allergan device.